Event description:
The pt received two scs leads with the same lot number. It was reported the pt experienced loss of stimulation (exact time unk). X-rays revealed the lead appeared collapsed (swirled up into a circle) and it was uncertain whether the lead-healer connection was intact. Lead diagnostics revealed multiple low impedances. Reprogramming was unsuccessful, however, the pt felt a tingling sensation amplitude. Subsequently, the pt underwent surgical intervention to explant and replace both her scs leads which resolved the issue. Product will not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.